Event description:
On (B) (6) 2009, the pt reported that she inserted a new insulin cartridge into the infusion device and then attached the adapter. As she was tightening the adapter, the insulin cartridge began to spin and insulin spilled into the cartridge compartment. She attempted to remove the insulin cartridge from the infusion device and the plunger became stuck to the piston rod spilling the entire contents into the cartridge compartment. She was educated on the proper procedure for changing the insulin cartridge. She switched to the backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.